Event description:
It was reported that extravasation occurred in the patient's vein during the induction of the bd venflon¿ pro safety shielded IV catheter. The mandrel retracted "poorly", piercing the catheter and causing the diffusion of product into the patient. The issue occurred at the "distal part" of the needle site. The following information was provided by the initial reporter, translated from french to english: "we would like to inform you that we have been encountering for some time a problem of extravasation during the induction of venflon pro safety bd 22g 0.9x25mm lot 917909p47 per 2022-06-30 cathlons." "When the mandrel is retracted, it retracts poorly and pierces the catheter. Therefore, there is diffusion of product into the patient, with pain. The issue is located in the distal part, at the needle site."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that extravasation occurred in the patient's vein during the induction of the bd venflon¿ pro safety shielded IV catheter. The mandrel retracted "poorly", piercing the catheter and causing the diffusion of product into the patient. The issue occurred at the "distal part" of the needle site. The following information was provided by the initial reporter, translated from (B)(6) to english: "we would like to inform you that we have been encountering for some time a problem of extravasation during the induction of venflon pro safety bd 22g 0.9x25mm lot 917909p47 per 2022-06-30 cathlons." "When the mandrel is retracted, it retracts poorly and pierces the catheter. Therefore, there is diffusion of product into the patient, with pain. The issue is located in the distal part, at the needle site."